Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Information updated to reflect the correct initial reporter and patient information.

Event description:
Customer stated nebulizer allegedly no longer is providing mist for medication.

Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Customer stated nebulizer allegedly no longer is providing mist for medication.